Event description:
It was reported that the patient with this recently implanted right atrial (ra) lead was experiencing chest pain. Loss of capture was noted, but x ray showed no anomalies. In addition to the loss of capture, heart rates below the lower rate limit were noted. Further evaluation options were recommended. The patient was hospitalized, and then the ra lead was successfully repositioned. This ra remains in service. No adverse patient effects were reported.